Event description:
It was reported that the lead could not be fixed during the implant procedure. Lead was not implanted. The procedure took long time, so the physician decided to implant another lead at a later date. Patient¿s condition was stable during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.